Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from the philips service engineer, reporting that the v60 ventilator had a "check vent: internal battery failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reporting that during periodic maintenance, it was observed, that a "check vent: internal battery failed" error code (1124) was displayed. The se replaced the lithium-ion battery to resolve the issue.